Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, the lead was tried to be located in the atrium many times, the parameter and damage were all not good. The lead was attempted, not used. A new lead was attempted for atrial septal pacing. After the sheath was cut, the atrial lead disappeared and the threshold increased. The catheter was attempted, not used and a new catheter was used and the lead could be located again. No patient complications have been reported as a result of this event.